Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm volbella with lidocaine in the lips. No cracks were noted prior to the injection. After the needle has been inserted into the patient's lip, the syringe was pushed for injection and the filler came out from the crack. It was believed that the syringe cracked when the needle was screwed on. There were no injuries.